Event description:
The patient was undergoing treatment to remove clot causing a cerebral infarction. An optimo balloon catheter reached the right internal carotid artery (ica) and a transcend guide wire was used to access the right middle cerebral artery (mca). The penumbra system reperfusion catheter 054 and reperfusion catheter 032 were advanced along the guide wire. There was a clot at the siphon of the ica. The reperfusion catheter 054 would not advance smoothly so the physician decided to advance to the clot with the reperfusion catheter 032 only. The separator 032 was inserted into the reperfusion catheter 032. The physician felt friction when trying to push the separator from the tip of the catheter and decided to push with added power. The blood vessel was then perforated with the separator 032 and hemorrhage was confirmed. The physician inflated an optimo balloon and placed coils to occlude the vessel. The physician decided to stop the case without further treating the cerebral infarction and the patient's condition remained the same.

Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.